Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was still in the hospital due to a surgery that they receiving. The customer stated that they were not feeling well enough to discuss buts states diabetic ketoacidosis was not insulin pump related and customer was having nodules remove for pacemaker and has gastroparesis . They stated that they would call back to provide hospital details. The customer stated that they had no issues with insulin pump and customer declined trouble shooting. No further assistance requested.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes educator reported via phone call that the customer was in hospitalized due to diabetic ketoacidosis on an unknown date. Customer's blood glucose level was unknown at the time of incident. Customer stated that they got a battery out limit and is trying to clear it but it wont clear. The insulin pump will not be returned for analysis.